Manufacturer narrative:
This report has been identified as b. Braun medical inc. (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
Customer reports: finished infusion early. This led to an overinfusion of fluids. No additional information provided.

Manufacturer narrative:
(B)(4). The volumetric accuracy was tested three times at 250ml/hr and 248ml. The test results were within specifications. Furthermore, the pump's operational log was reviewed and there were no indications that the pump malfunctioned. Note: no pump activity on reported incident date of (B)(6) 2017. Performed preventative maintenance service. If additional pertinent information becomes available a follow-up report will be filed.